Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2011. Patient's legal representative stated hypertrophic vaginal tissue, pyuria, exposed suburethral mesh, ui, dissolving stitches in rt anterior vaginal wall, pyuria, foul vaginal odor.